Event description:
The customer reported via phone call that they had repeated no delivery alarms on their insulin pump. The customer's blood glucose was 323 mg/dl. The customer reported trying different cannula lengths, but the alarm was recurring. The customer's tubing was also not bent or kinked. Customer also reported the no delivery alarms would occur during basal and bolus deliveries. It was found the customer was able to administer a bolus after pushing insulin through the entire infusion set. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.